Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
It was reported that unexpected receiver shutdown occurred on a receiver with an unknown serial number. However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.